Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# 0209305864, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the outcome of the event was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# 0209305864, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that actions/interventions that were taken was that a reprogramming was done. The event was assessed to be related to the stimulation. It was reported that the outcome of the event was resolved on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a return of incontinence on (B)(6) 2016. Reprogramming was performed on (B)(6) 2016 and the issue resolved. Medical history included idiopathic functional urinary incontinence since 2006. It was noted the event was assessed as not serious, not related to the procedure, and related to the stimulation.